Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the breath delivery (bd) power distribution printed circuit board (pcb) and the battery backplane pcb. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the battery in a 980 ventilator was not charging and became inoperative. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.